Event description:
Surgeon reports that he noticed the lens optic to be broken, parallel to the forceps, after insertion. The wound was widened from 4 to 6mm and the lens removed. Another lens was inserted. No other complications were noted and the pt recovered with 20/25 visual acuity.